Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a loss of suction during lasik flap creation which required a double pass. The procedure was completed with a new patient interface without harm.

Manufacturer narrative:
Additional information provided. Review of the logfile for the day of treatment shows that the reported issue is not caused by the system or the used patient interface. An info message appeared and indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The root cause is that the vacuum was turned off by the user during treatment. The user pressed vacuum pedal instead of the laser pedal. The manufacturer internal reference number is: (B)(4).